Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: idiopathic scoliosis levels: l1-t3 it was reported that during surgery, the set screw stripped while inserting the rod. No fragments of the implant remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the set screw identified thread flank and crest damage that is initiated from the start of the thread, consistent with overloading (incomplete seating of the rod) during attempted assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.